Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular pace/sense connector was switched in the device header with the left ventricular connector due to poor sensing values. The lead remains implanted. No further information is available.